Event description:
The manufacturer received information from a doctor at a user facility, alleging a trilogy evo "internal battery depleted" alarm condition occurred while in use by a patient. The doctor reported that the device was currently working without any issues. It was alleged that the device was being used in CPAP mode. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. The error/event logs were reviewed, and both, internal battery and detachable battery alarm occurred with 98% of the remaining level for the internal battery and detachable battery. The malfunction for the power control system of the device internals occurred and it was unable to recognize and determine the charging status. The system pca which performs power control was replaced to address the issue.